Manufacturer narrative:
Date of report : 03/28/2019, date rec¿d by MFR : 03/07/2019. The field service engineer (fse) replaced the battery to address the reported problem submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26feb2019. Reporter: no phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported battery not charging. The battery charge voltage is approximately .10v with battery connected and approximately .14v no-load. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used